Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room and was subsequently admitted to the intensive care unit due to experiencing a blood glucose (bg) level of 400 mg/dl. Reportedly, the cause for the reported issue was due to the pump running out of insulin while the customer was asleep. A cartridge change was performed to address the issue. Additional information was not provided, and the customer declined further follow up from tandem technical support.